Manufacturer narrative:
(B)(4) relates to component code 463. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment and vessel obstruction occurred. This was a procedure with intentionally culotte stenting. The target lesion was located in two branches of the circumflex artery (cx). The two side branches were wired, one with a 190 cm samurai guidewire, another with a non-bsc guidewire. A stent was placed over the non-bsc wire and the samurai was jailed. After re-crossing with another wire, the knuckled samurai wire got stuck behind the stent. A non-bsc catheter was used to pull the samurai wire out, leaving the tip of the wire behind. Coil material unwound into a long wire which formed a steel wool plug when pushed by a balloon in the guide catheter. This plug formed an impenetrable tangle, where no stent could be passed, only very thin caliber balloons. The decision was made to bypass the cx, which was performed and the outcome was good.